Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for loss of sensing and pacing. The ipg was implanted for 196 months. Cpi minimum longevity at nominal settings with a 500 ohm lead is 114 months. Cpi does not know the implant parameters or the lead resistance throughout the implant life of the system.